Manufacturer narrative:
Date sent 08/21/2007.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing. A similar device was used to complete the case. No pt consequence.